Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source indicating the patient was deceased. Information identified in the paperwork indicated the patient died approximately 7 months post implant of the ipg and 10 years post implant of the leads. Follow up with the funeral home revealed the cause of death listed on the death certificate was cardiopulmonary arrest, unknown etiology. No additional information was provided.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full a nalysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.